Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and verified instrument's operation. The fse also collected raw data and conclusion is pending completion of raw data analysis. The lh780 operator's guide warns that there may be situations where the presence of a rare event cell may fail to trigger a suspect message. System sensitivity increases when appropriately set suspect messages are used in combination with laboratory-defined definitive messages, action value flags, and critical value flags. The operator's guide also advises customers that completing review of the peripheral smear, regardless of the nature of the flag, code, or message, will minimize false negatives.

Event description:
The customer reported that the coulter lh 780 hematology analyzer did not flag for blasts when 17% blasts were seen on a manual smear for one specific patient sample. The customer stated that they believe this is an issue with this specific patient as they have had similar issues with this patient on other instruments. The customer reported that the blasts seen were very tiny for this patient. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.